Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the third inflation at 8 atmospheres for 180 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.